Manufacturer narrative:
Additional information was received indicating there was no patient involvement; the reported issue was found during testing.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed the lens was cracked and the keypad overlay was lifted. The event log showed multiple key stuck alarms recorded and no errors recorded. Functional testing involved simulated use and opening the pump. It was not possible to run the pump, it had a constant 1871 error. The pump was opened and one optical switch wire was found to be disconnected. The optical switch was replaced. Additionally, internal inspection found the front housing to be broken. Front housing was replaced. Based on evidence and investigation, the complaint allegation of continuous alarm was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had a continuous alarm. No known adverse effects to patient.